Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury. Isi followed up with the initial reporter and obtained the following additional information: the issue involved a defective cable within the instrument. And it was identified during the procedure which was completed using a backup instrument without further complications. The operation was slightly prolonged due to the issue. The delay amounted to approximately 5-10 minutes as the backup instrument was retrieved and prepared for use.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.